Event description:
It was reported that the lead exhibited high thresholds in multiple locations. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field complaint of unacceptable threshold was not confirmed in the laboratory. Visual inspection found no anomalies. Examination of the lead with x ray found that the inner coil at the connector end was over torqued. The lead exhibited normal electrical characteristics. No anomaly was found. (B)(4).